Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that the night before, her infusion set's tubing disconnected at the quick release while she was working. Her blood glucose level was 183 mg/dl when it happened, and the infusion had been in use for four days. She stated that the same issue occurred in the past as well. One occurred in mid-january when her blood glucose level was 150 mg/dl and she used the infusion set for four days. The other instance occurred in the end of january when her blood glucose level was in 200's mg/dl and she used the infusion set for two days. The site location was on the side of patient's right leg and the pump was located on the right side of her pants. Reportedly, the infusions were stored in her bedroom cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.